Manufacturer narrative:
Block b3: approximated date is august per gfe response additional suspect medical device components involved in the event: model number/catalog number: sc-1216 serial number: (B)(6). Batch/lot number: 781081 model/catalog description: wavewriter alpha 16 ipg kit unique identifier (UDI) : (B)(4). Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7160814 model/catalog description: linear st lead kit 50 cm unique identifier (UDI): (B)(4).

Event description:
A patient implanted with a spinal cord stimulation (scs) system experienced a major lead migration, which resulted in inadequate stimulation. As a consequence, a revision procedure was performed and the system was replaced. Following the procedure, the patient was reported to be doing well and receiving adequate stimulation. The facility retained the explanted devices and indicated they will not be returned for analysis.